Event description:
Pt complained of painful needle insertion during intrathecal baclofen pump refill upon withdrawal of needle. A small fragment of foreign substance was found on the end of needle (metallic burr). The needle was retained for analysis and MFR was verified. (B)(4).

Event description:
Pt complained of painful needle insertion during intrathecal baclofen pump refill. Upon withdrawal of needle, a small fragment of foreign substance was found on the end of needle (metallic burr). Needle was retained for analysis and MFR was notified.